Event description:
A clinical incident involving a tristar 50 with integrated cable arthrowand was reported to arthrocare corporation. During a knee arthroscopy procedure, it was reported the patient had sustained a second degree burn approx 10 to 12 inches in length and 2 to 3 inches in width. The burn was treated with silvadene ointment and dressings. It was reported the saline dripped from the tip of the wand onto the patient's leg on the lower anterior part of the patient's calf of left leg. The suction line was not connected to hospital vacuum equipment during the procedure.

Manufacturer narrative:
The device was retained by the hospital and will not be returned for investigation. Since the device was not returned, a complete investigation cannot be performed. A review of the lot history record was performed. The lot met all device specifications. Based on the information provided by the user facility, the lack of connection of suction line to hospital vacuum equipment may have contributed to this event. The instructions for use for the device warns the user that thermal injury may occur if the suction line is not connected to hospital vacuum equipment and operated at 200 to 400 mmhg. An in-service training was performed with an arthrocare rep with hospital personnel regarding proper set up of the wand and connection of the suction line to hospital vacuum equipment.